Event description:
Indication: other inflammatory polyneuropathies, multifocal motor neuropathy. Unsolicited communication from home health nurse. (B)(6), home health nurse, reported a pump malfunction during infusion on (B)(6) 2023. (B)(6) stated the change battery alarm would go off. After putting in a fresh pair of batteries, pump continued to alarm "change battery needed." No clinical harm occurred due to the pump malfunction. Infusion was able to be completed using the pump. Malfunctioning pump is available for investigation and will be returned. New pump will be delivered to the pt. Unknown if specialist is aware. No additional information available. Pump lot number is unknown. Pump serial number was provided: (B)(6). Reported to (B)(6) by pt/caregiver.